Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: h6; the assignable root cause was updated from traced to maintenance to traced to user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the modular handpiece device exhibited vibration and produced unexpected noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had intermittent operation. The assignable root cause was determined to be traced to maintenance.

Event description:
It was reported that the modular handpiece device had an undetermined malfunction, exhibited vibration and produced unexpected noise along with a quick coupling for k-wire device and power unit device. During service and evaluation, it was determined that the device had intermittent operation, corrosion/rusting/pitting and foreign substance/debris/cleaning/sterilization. There was no human patient involvement as this device was intended for veterinary use only. It was not reported if the device was used in surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.